Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported right side rupture. The device remains implanted.

Manufacturer narrative:
Device evaluation: analysis of the returned device identified: underweight and opening extended on anterior. A visual and microscopic analysis was performed which identified: striated opening on anterior and stress marks. Based on the device analysis the final assessment is: a striated opening on anterior side assessed as surgical damage. Additional, changed, and/or corrected data: b5, d.6,b, d9, h3, h6.

Event description:
The device has been explanted and replaced.